Event description:
As reported, approximately 5 years post op the initial tka, this male patient showed up to clinic with pain and recurrent effusions. Surgeon noted moderate poly wear and oxidation upon examining the insert. He also stated there was no significant osteolysis on imaging. New 11crc insert was implanted with good rom and stability. Patient left in stable condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-010-03-0340, 4948624, logic cr femoral cem, right, sz 4. 02-012-45-4040, 4949766, lgc tibial fit tray cem sz 4f / 4t. 200-02-38, 4802134, three peg patella 38mm. 204-34-02, 4906993, fluted stem extension 25l x 14 mm. 204-70-00, 4934190, tibial stem ext. Screw.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of mechanical overload on the posterior medial edge of the tibial insert. Contributions from the posterior slope, rotational alignment and/or potential ligamentous/soft tissue imbalances to the sequence of events cannot be determined from the reported clinical information and the device was not available for evaluation. Additionally, a contributing factor to the severity of the wear and delamination may have been result of being packaged in a non-conforming vacuum bag for more than five years. Section h11: the following sections have corrected information: (h6) component code: 734, bearings.